Event description:
It was reported that the foley catheters had tiny holes along the side.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), unused eggshell, 3 way latex foley catheter and drainage bag. Visual inspection of the sample noted that there seemed to be a coating tear, which would seem to be the result of the catheter sticking to the blue sleeve. This does not meet the specification as "components are to be present, correct, undamaged, and approved by q. A. Components are to be assembled per the latest drawing." A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters had tiny holes along the side.